Event description:
It was reported that the patient had charging issues with the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.